Event description:
On (B)(6) 2015, the lay user/patient¿s relative (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed a message of ¿error low battery¿. The complaint was classified based on the customer service representative (csr) documentation, since the patient and/or reporter were unable to be reached by phone for additional information. The reporter stated that the alleged meter issue began in the morning of (B)(6) 2015. The patient manages his diabetes with a combination of oral medication and insulin (unknown type/dose). The reporter claimed the patient did not make any changes to his usual diabetes management regimen in response to the alleged meter issue. The reporter claimed the patient did not develop any symptoms as a result of the alleged issue however stated the patient attended the emergency room (ER) on (B)(6) 2015 at 2:00 pm where he received unspecified health care professional (hcp)treatment. The reporter claimed a blood glucose test was performed on the ER meter at an unspecified time but was unable to recall the result obtained. At the time of troubleshooting, the csr was unable to walk the reporter through resolving the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention due to the reported issue. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.